Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the 25th february 2010 and performed all self-tests up to the 5th july 2015. An increase in voltage suggests a further pad-pak was installed. Temperatures are recorded below the recommended minimum stand by temperature during this time. The device records manual power ups of 10 minutes duration between the 11th july 2015 and the last log entry on the 10th july 2016. The pad-pak became depleted and a further pad-pak became depleted and a further pad-pak was installed which also became depleted. Investigation found the fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.